Manufacturer narrative:
The insulin pump did not have a battery installed when it was received for analysis. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents were within specification. Off no power alarm functions properly. The device was unable to prime during prime/a33 test. Unable to determine the root cause of prime anomaly due to pump preservation. It was not possible to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window, broken reservoir tube lip and a missing end cap sticker. Data analysis: there is no data available due to the unit being received without a battery installed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The spouse of the customer was calling to report the passing of the customer and wanted to return the insulin pump. The caller stated that the insulin pump was alarming when the caller brought it home from the hospital. The only way it could be stopped was by removing the battery. The battery has been out of the insulin pump for over one month. The customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 and passed away the same day. The cause of death was massive intracranial hemorrhage. The customer's blood glucose, at the time of death, was 185 mg/dl. The customer was not wearing the insulin pump at the time of death; the device was disconnected over six hours prior to passing, per doctor's orders. The customer was not using sensor and was not wearing one at the time of death.